Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#:'(B)(6). E1: reporter phone# :(B)(6).

Event description:
It was reported the device displays a speaker malfunction error message. It is not confirmed if still sound was present. The device was not in use on a patient. No patient or user harm was reported.

Manufacturer narrative:
A good faith effort attempt conducted confirmed the device had no sound. The following functional tests were performed: the philips field service engineer (fse) tested the device and found the main board is deflective and needed replacement. As a precaution the engineer replaced as well the speaker assembly and power switch. Based on the information available and the testing conducted, the cause of the reported problem was a detective main board. The reported problem was confirmed. The device was operational after the main board was replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.